Manufacturer narrative:
A siemens field service engineer (fse) visited customer site for system inspection. The fse observed the (B)(6) quality control level 1 out high. The fse found a leaking acid pump. The fittings were tightened and the ancillary port at cuvette ring cleaned. The next day the fse returned to the customer site and replaced the leaking acid pump and verified that there were no leaks. Due to a fitting leaking at the rp1 water port, the fse proactively replaced the rp1 two-way valve. A sample pressure pump test was performed and the diagnostics passed. Quality controls were within acceptable range. The cause for the discordant results is unknown as the patient samples were initially reactive and repeated non-reactive prior to the fse visit. No conclusion can be drawn. The instrument is performing within specification. The instructions for use (IFU) under the quality control section states the following: "if the quality control results do not fall with the suggested expected values, then consider the sample results invalid."

Event description:
(B)(6) advia centaur xp (B)(6) results were obtained by the customer on four patient samples and were considered discordant when compared to repeat sample testing results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.